Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that the system not booting up. Upon troubleshooting, philips field service engineer (fse) found that flex vision pc was not powered on. To resolve the issue, fse powered on the flex vision by pressing the power button on the front of the pc. Fse checked the system by rebooting the system for about 4 times and suspects abnormal shutdown have caused the pc to hang up and not boot properly. Fse also instructed the customer to perform proper shutdown. After restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.